Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure where the leads were replaced due to inadequate stimulation. The patient was doing well and healing post operatively. The leads were discarded by the facility and will not be sent back for further analysis.